Manufacturer narrative:
Reports provided indicate the end-user's care team had positioned the handle of the co-pilot attendant control into an upright/vertical position in order for the device to fit on to the elevator carriage. When ready to exit the elevator, the care team failed to return the handle to the horizontal position before attempting to reverse. When grabbing the handle and engaging drive, the device accelerated forward causing the devices footplates to impact against the elevator wall. Verbal communication/interviews were performed with the care team who confirmed the sequence of events. Permobil has determined the root cause for this event to be "use error" in that the care team failed to follow manufacturers instruction on proper use of the device. With the handle being in the upright/vertical position, when the care team engaged the handle, the device sensed it was being given a forward command due to the weight of the caregivers hands being applied to the top of the handle. If the handle were in to proper horizontal position, a downward force would not engage a drive command as it would require a push for forward and a pull for reverse. Care team received verbal education as to proper set-up and operation of the co-pilot attendant control. It was determined this incident was not caused by the product malfunction. However, as this type of event has been previously reported, a CAPA (B)(4) has been opened to investigate. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report as caregiver was attempting to back the device (with end-user) out of an elevator, upon engaging the co-pilot attendant control the device reportedly accelerated forward causing the end-users feet to strike the wall of the elevator. Reports indicate the end-user sustained minor injuries to their feet consisting of some bruising. No medical intervention was sought.